Manufacturer narrative:
(B)(4). Additional information: a CAPA has been initiated to investigate the issue of particulate matter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a particle on the outside of its filter. The particle was described as a shaving that was the same color as the device¿s cap. This was noticed during inspection, after the device had been filled with ciprofloxacin (baxter-compounded solution), and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from january 14, 2014 to january 15, 2014. The device was returned for evaluation. Visual inspection identified a turquoise (same color as the coil cap) particle, approximately 0.58 mm in size, and two black particles, approximately 0.01 and 0.02 mm in size, located underneath the white mesh filter. Each particle was in the fluid pathway. Fourier transform infrared spectroscopy (ft-ir) scanning found the turquoise particle to be of polyethylene material. The material that the black particles are composed of is in the process of being identified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particles was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.